Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) that he had placed on (B)(6) 2020 does not inflate and has never inflated properly since implantation. He states that he had his devise assessed by two doctors who have concurred the device is not working. The patient called to see if boston scientific could mediate for him as his doctor is not able to revise his device until september and would like to get the problem resolved as soon as possible. Patient liaison recommended him to look at edcure.org for assistance in finding a prosthetic urologist that may be able to assist him before september. It was further reported that the patient met with the sales representative met with the patient and confirmed that there is a problem with the pump.

Manufacturer narrative:
Investigation summary: allegations related to ipp inflation, mechanical issues and pain were reported. The reported inflation and mechanical issues were confirmed through product analysis as the pump failed the activations test. Device history review (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records was completed, no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific was found. Device technical analysis: the ipp flat reservoir was visually inspected and functionally tested and no leaks were found. The reservoir therefore performed within specification. The ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. This damage is consistent with explant; therefore, it is considered a secondary failure. Cylinder 2 was functionally tested and performed within specification; no leak was found. The momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis was unable to confirm the reported pain but confirmed pump malfunction. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Investigation conclusion: an investigation conclusion code of caused traced to component failure was chosen, because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient came to the office of the doctor on (B)(6) 2020 for device activation and experienced pain and had difficulty with using the pump. There was no evidence of infection. The patient was able to cycle the device twice by his own. On (B)(6) 2020 the patient complained of penile pain with inflation and intercourse. The patient has been having to pump the device approximately 20 times to inflate. The patient stated that his inflatable penile prosthesis (ipp) has never inflated properly since implantation. He states that he had his device assessed by two doctors who have concurred the device is not working. The patient called to ask if boston scientific could mediate for him as his doctor is not able to revise his device until september and would like to get the problem resolved as soon as possible. Patient liaison recommended him to look at edcure.org for assistance in finding a prosthetic urologist that may be able to assist him before september. The patient then met with the sales representative who confirmed that there is a problem with the pump. It was further reported that a revision surgery was performed to remove and replace the ipp. The device was replaced with a new ipp. The patient had a good outcome following the procedure.

Event description:
It was reported that the patient came to the office of the doctor on (B)(6) 2020 for device activation and experienced pain and had difficulty with using the pump. There was no evidence of infection. The patient was able to cycle the device twice by his own. On (B)(6) 2020, the patient complained of penile pain with inflation and intercourse. The patient has been having to pump the device approximately about 20 times to inflate. The patient stated that his inflatable penile prosthesis (ipp) that he had placed on (B)(6) 2020 does not inflate and has never inflated properly since implantation. He states that he had his devise assessed by two doctors who have concurred the device is not working. The patient called to see if boston scientific could mediate for him as his doctor is not able to revise his device until on (B)(6) and would like to get the problem resolved as soon as possible. Patient liaison recommended him to look at edcure. Org for assistance in finding a prosthetic urologist that may be able to assist him before on (B)(6). The patient then met with the sales representative who confirmed that there is a problem with the pump. A revision surgery was scheduled for on (B)(6) 2020 due to device malfunction.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) that he had placed on (B)(6) 2020 does not inflate and has never inflated properly since implantation. He states that he had his devise assessed by two doctors who have concurred the device is not working. The patient called to see if boston scientific could mediate for him as his doctor is not able to revise his device until (B)(6) and would like to get the problem resolved as soon as possible. Patient liaison recommended him to look at (B)(6) for assistance in finding a prosthetic urologist that may be able to assist him before (B)(6).